Event description:
The customer reported after performing preventive maintenance the device failed with a vent inop air valve liftoff failure. There was no pt involvement.

Manufacturer narrative:
(B)(4).